Event description:
Customer reported receiving an error 4 message appears on their freestyle flash meter and experiencing symptoms of tiredness and dizziness. Paramedics were called and treated customer with insulin and "infection medication". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.